Event description:
It was reported that this left bundle branch (lbb) brady lead threshold was found to be 3 volts (v) higher than at implant. Additionally, an echocardiogram showed that the lead tip had perforated into the left ventricle (lv). As a result, this lbb brady lead was surgically explanted and replaced. No additional adverse patient effects were reported.